Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the leading haptic was torn during insertion. The incision was enlarged to remove the lens and sutures were required. The reporter stated the incident was due to a loading error. This is one of three lenses the surgeon attempted to implant in this patient. See MFR report numbers 2023826-2006-01679 and 2023826-2006-01681.

Manufacturer narrative:
H6: results - visual inspection of the returned product showed that both haptics had torn off into the optic and was missing. There was a clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.